Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for intractable spasticity. The hcp reported that the patient was admitted yesterday with symptoms like they had before the pump was implanted. Patient did not think that the pump was working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient experienced weakness and tightness. The hcp stated that the patient not thinking that the 'pump was working' was disease progression, and the catheter segment was unremarkable. The hcp stated that the cause of the patient thinking the was not working was secondary to their disease progression, and they had returned to baseline. Actions and interventions to resolve included a small adjustment to the patient's baclofen dose, and rehabilitation.

Manufacturer narrative:
H11. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.